Event description:
At about 8 years and 1 month after primary, the patient came in reporting pain due to a potted stem and the cause is unknown. The surgeon revised successfully the stem, head, and liner.

Manufacturer narrative:
Batch review performed on 13-nov-2023: lot 152524: 150 items manufactured and released on 05-aug-2015. Expiration date: 2020-07-12. No anomalies found related to the problem. To date, all items of the same lot have been sold with two other similar reported cases during the period of review.